Manufacturer narrative:
Health professional's test strips lot # 45001f490 were returned and tested with retained meter serial # (B)(4). The complaint was not confirmed and no new issues were observed. All results were within the range specification.

Event description:
Health professional reported receiving erratic readings on their adc blood glucose meter. Health professional reported receiving readings of 500 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product was returned to manufacturer on (B)(4) 2011.